Event description:
A surgeon reported five days following a glaucoma filtration device implantation procedure, the shunt touched the iris. One day following surgery, the intraocular eye pressure became low and was recorded between 1 mmhg and 4 mmhg for approximately one week. The surgeon reported the event resolved on day twelve. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that one month after initial shunt implantation, the intraocular pressure (iop) increased. Sutures were lysed and 2 glaucoma eye drop medications were prescribed. Five months later another drop was added. At the one year postoperative visit, the patient was then using 4 glaucoma eye drops. At the one and a half year postoperative time frame, the patient had a trabeculectomy performed.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).